Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 44 mg/dl. Customer¿s current blood glucose is 253 mg/dl. The customer reported that the tubing had air but was not moving. The customer reported that they had high blood glucose. The customer treated with the food for low blood glucose level and treated with the insulin pump for high blood glucose level. The customer reported that the tubing had air but was not moving. Troubleshooting was done for low blood glucose and over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will not be returned for analysis.